Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose was 440 mg/dl. Customer treated with insulin pump also customer was reported blood glucose was 40 mg/dl. Customer treated blood glucose with food. Customer was did not use auto mode feature at the time of both events. The insulin pump will not be returned for analysis.